Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient is using a 5 channel map. There is no response to stimulus on channels 6-12 and inconsistent response on channel 5. Responses are seen on channels 1-4. Per internal registration information, a full insertion was achieved at implantation.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: a re-positioning surgery has been performed on (B)(6) 2018 to re-insert the active electrode array within the cochlea. Reportedly CT scan showed good placement of the array, however intra-operative in situ measurements showed all channels with high impedance. Due to the excessive manipulation of the electrode during re-insertion and telemetry results, the user was re-implanted with a back-up device and a shorter electrode type (+flex24). Damage found during device investigation is most likely related to the removal surgery. The investigation results appear to match the problems mentioned in the recipient report.

Event description:
The recipient was using a 5 channel map. There was no response to stimulus on channels 6-12 and inconsistent response on channel 5. Responses were seen on channels 1-4. Since improper placement of the active electrode was also observed for the left ear side, it was attempted to re-insert both electrodes (left and right) in one surgery. Re-positioning on (B)(6) 2018 led to explantation of the device on the right side. The recipient was re-implanted. According to the device explantation report six (6) channels have been found outside of the cochlea.